Event description:
The catheter was inserted in 2003 without problems. Then, 3 x 4 hours dialysis per week, with an average flow of 250 ml per minute. Four months later, the venous leg showed a rip over the length of the shaft. During the absorbing of the blood, air comes in through the rip.